Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/10/2015 with the following findings: the keypad was returned without the rubber cover and the button contacts were covered by tape. All of the keypad buttons were unresponsive. The contacts were found to be missing.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was falling apart. This complaint is being reported because troubleshooting was not completed at the time of contact. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.